Event description:
Customer reported that she had unexplained high blood glucose of 240 mg/dl and her insulin pump alarmed motor error during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test fallowed by a motor error alarm during rewind, due to motor encoder signal out of phase. Unable to verify e70 error alarm, due to motor error. Unit had cracked case at display window corners, battery tube threads, reservoir tube, and had missing end cap sticker.